Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to flattened button dome switch. No further tests could be performed due to button keypad anomaly. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 340 mg/dl at the time of the incident. Customer stated that there weren't any significant events leading up to the alarm. Customer stated that the high blood glucose was caused by a usual increase in blood glucose during lacrosse and potential site. Customer could not troubleshoot for highs as the pump had no battery in it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.